Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, red particles in the shell, deformation, bubbles in the gel were observed after the autoclave cycle, and the device was overweight (even though the device is currently overweight, it is not considered a workmanship since all units of the weight report attached are within specification when released in the manufacturing process). Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No were observed openings on the device or issues related with the complaint (rupture).

Event description:
Healthcare professional reported left side rupture. The device has been explanted.